Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, a post procedural femoral angiogram showed a dissection of the external iliac/upper common femoral artery at insertion point of 24fr sheath. The dissection was surgically repaired. The patient was sent to recovery with no further complications. Per additional information received from the clinical specialist, cta measurements were: right common iliac (10 x 11 mm), right external iliac (11mm), and right common femoral (11mm x 9mm). The peripheral access location was at the high right common iliac/beginning of external iliac. The minimal lumen diameter at insertion location was 11mm by cta. The vessel was noted to be mild to moderately calcified and mildly tortuous. There was nothing abnormal noticed about sheath pre or post insertion. No closure devices were used and a surgical cutdown was performed. It was noted that nothing, but a normal routine surgical repair was done.

Manufacturer narrative:
Evaluation summary: the retroflex 3 introducer sheath set was returned to edwards for evaluation. During visual inspection of the used device, no sharp edges were observed on the tip or surface of sheath and introducer. Small scratches were observed on the 25fr introducer near the tip. Scratches were also observed near the tip of the 24fr sheath. Smooth transition between the sheath tip and the introducer shaft was also noted. During dimensional analysis the introducer was inserted into the sheath. The transition between the sheath tip and the introducer shaft was marked and measurements were taken at this transition point. Measurements for the sheath distal tip inner diameter, the introducer distal outer diameter, and the gap between the introducer sheath and the sheath tip met specifications. The device history record (DHR) review of the effected sheath shows the device met specifications prior to distribution of device. None of the work orders revealed issues that could have contributed to the reported complaint. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The failure modes and effects analysis (fmea) for the device states that incorrect vessel diameter sizing or screening criteria, incorrect tortuosity assessment, over dilation of vessel, introducer not fully inserted into sheath during device prep, and movement of sheath in vessel respectively may cause a puncture or tear of the femoral vessel leading to hematoma, blood loss, surgical repair or other intervention. These failure modes all have a major severity of 3. Review of complaint database from (B)(4) 2011 - (B)(4) 2012 for retroflex 3/ sapien introducer sheath set revealed one similar product returned complaint related to an iliac vessel dissection. The engineering evaluation in this complaint did not reveal any non-conformity in the returned sheath and introducer. It was concluded that there was insufficient information available to determine the reason for the observed event. Review of complaint history for (B)(6) 2012 revealed that the occurrence rate exceeds the control limits for this trending code. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8 mm. In this case, the minimal lumen diameter was noted as 8.3 mm. The vessel was noted to be mild to moderately calcified and mildly tortuous. The complaint was confirmed given that the patient was treated for the adverse event, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient (borderline vessel size and moderate calcification resulting in scratches on the devices) or procedural factors may have contributed to the event. Although review of complaint history for (B)(4) 2012 revealed that occurrence rate exceeds control limits for this trending code, access site complications are known potential adverse events associated with large bore devices. Therefore, no corrective or preventive actions are required.

Manufacturer narrative:
The 24fr sheath was returned to edwards for evaluation. Investigation of this event is ongoing.

Manufacturer narrative:
Method was updated. The 26mm retroflex 3/ sapien introducer sheath set was returned to edwards for evaluation. During the preliminary evaluation of the device small scratches near the tip of the sheath and introducer were noted. Dimensional analysis was conducted, to date no manufacturing non-conformance are suspected. Evaluation of this device is ongoing.